Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 8 histoacryl packs. On the same day, in the endoscopy department, the ampoules of glue had leaked inside the packages. It was noted upon opening the packs; the ampoules appeared to be melted and the glue had hardened. The products were not used due to this malfunction. Additional information was not available. This refers to the fourth pack. Associated medwatches: 3003639970-2019-00252, 3003639970-2019-00253, 3003639970-2019-00254, 3003639970-2019-00256, 3003639970-2019-00257, 3003639970-2019-00258, 3003639970-2019-00259.